Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. He replaced the roller pump. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'service pump' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The service repair technician (srt) duplicated the reported complaint. The roller pump had a 'service pump' message present during pump jam verification. The message can be caused by loose belt tension or a defective drive belt. The srt replaced the drive belt, adjusted the belt tension set to the appropriate tension and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.